Manufacturer narrative:
The reported complaint was confirmed. During laboratory analysis, the product surveillance technician (pst) observed no display intermittencies. The small display assembly functioned properly. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
(B)(4). The user reset the power after case and it restored display. The field service representative (fsr) replaced the small display assembly and returned it to the manufacturer for further evaluation. The device operated within manufacturer's specifications. Data logs were analyzed on february 23, 2017. The log did not show any indication of a problem. Since the pump continued to function and just the display was blank, this indicates a possible issue with the small display assembly or the connections to the assembly. Evaluation is in progress, but not yet concluded.

Event description:
It was reported that during use of the device for a cardiopulmonary bypass (cpb) procedure, the local display of the large roller pump went blank. The customer continued to use the device as they were able to control via speed knob and central control monitor (ccm) touch screen. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient. Per clinical review. The certified clinical perfusionist (ccp) provided a video of the incident. During cpb, the sucker pump local display blanked and remained blank for the remainder of the procedure. The pump speed was able to be adjusted with the local speed knob or the ccm slider. Pump speed and / or calculated flow rates were displayed on the ccm. The case was completed successfully, without delay and without associated blood loss. There was no harm observed.